Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer reported breathing issues after exposure to fumes due to toner spillage during replacement from the oki b4600 printer, which was being used with a cell-dyn 1800 instrument. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Customer service and support suggested that the customer follow the material data safety sheet from the oki b4600 printer and seek medical assistance for inhalation issues. Tracking and trending identified no non-statistical trends for the customer's issue. While the cell-dyn 1800 system operator's manual does not contain information regarding breathing issues due to toner spillage, the customer is instructed to follow the printer manual for proper maintenance, installation and operation. No product deficiency was identified.

Event description:
The customer stated toner spilled inside an okidata b4600 printer attached to a cell-dyn 1800 analyzer. The customer doned a mask and vacuumed the spill. The customer noted toner on the outside of the mask immediately after vacumming, and experienced breathing and wheezing issues two days later. The customer scheduled an appointment with a medical provider. No further information is available from the customer at this time.